Event description:
The lead impedance measurements were greater than 2,000 ohms on some of the unipolar pairs with less than 7 micro-amps. Every pair with electrode 0 was showing greater 2,000 ohms. The patient was receiving good therapy. Electrodes 3- and 2+ were programmed. The current impedances were normal. It was noted that the patient had a fracture in the past and electrode 0 was no used. No further follow up was possible.

Manufacturer narrative:
(B)(4)